Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with noise on the right ventricular lead. No intervention was performed. The noise will continue to be monitored remotely through merlin. There were no patient consequences.

Manufacturer narrative:
.D10

Event description:
New information states that the lead was explanted.

Manufacturer narrative:
The reported event noise was confirmed. As received, a complete lead was returned for analysis. Visual analysis noted an external insulation abrasion due to friction to the device can was noted breaching the re cable lumen at 17.5cm - 18.0cm from the connector pin. One of the ring electrode cables was abraded with no damage noted to the inner cable lumen. The cause of the reported events was isolated to the abraded ring electrode cable in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
New information states that the patient was stable.